Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6)2010, the patient had essure inserted. In (B)(6)2015, the patient experienced genital haemorrhage ("general abnormal bleed"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), procedural pain ("transient procedure pain"), urinary tract infection ("uti"), headache ("headaches"), nausea ("nausea"), anaemia ("anemic") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, procedural pain, urinary tract infection and fatigue had resolved and the menorrhagia, headache, nausea, vision blurred, vaginal haemorrhage, anaemia, vaginal discharge, weight decreased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding uti ,fatigue, headaches, nausea, vision problem. Most recent follow-up information incorporated above includes: on 3-jan-2020: plaintiff fact sheet received. Events vaginal bleeding, abdominal pain lower, anemia, vaginal discharge, alopecia were added. Event visual impairment was updated to blurred vision. Outcome of events updated. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo with essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("general abnormal bleed"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems, type: blurry vision"). And was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), procedural pain ("transient procedure pain"), urinary tract infection ("uti"), headache ("headaches"), nausea ("nausea"), anaemia ("anemie") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, procedural pain, urinary tract infection and fatigue had resolved. And the menorrhagia, headache, nausea, vision blurred, vaginal haemorrhage, anaemia, vaginal discharge, weight decreased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding uti ,fatigue, headaches, nausea, vision problem. Date of insertion: (B)(6) 2010. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". The patient's medical history included dysplasia. On (B)(6) 2010, the patient had essure inserted. In april 2015, the patient experienced genital haemorrhage ("general abnormal bleed"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In june 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), procedural pain ("transient procedure pain"), urinary tract infection ("uti"), headache ("headaches"), nausea ("nausea"), anaemia ("anemie") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, procedural pain, urinary tract infection and fatigue had resolved and the menorrhagia, headache, nausea, vision blurred, vaginal haemorrhage, anaemia, vaginal discharge, weight decreased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding uti ,fatigue, headaches, nausea, vision problem. Date of insertion-(B)(6) 2010 the right cornua had 3 visible coils and the left comua had 2 visible coils. Lot number: 748470 manufacture date:2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". The patient's medical history included dysplasia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("general abnormal bleed"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), procedural pain ("transient procedure pain"), urinary tract infection ("uti"), headache ("headaches"), nausea ("nausea"), anaemia ("anemie") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, procedural pain, urinary tract infection and fatigue had resolved and the menorrhagia, headache, nausea, vision blurred, vaginal haemorrhage, anaemia, vaginal discharge, weight decreased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding uti ,fatigue, headaches, nausea, vision problem. Date of insertion- (B)(6) 2010. The right cornua had 3 visible coils and the left cornua had 2 visible coils. Lot number: 748470. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo with essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain"), procedural pain ("transient procedure pain"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problem"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, procedural pain and urinary tract infection had resolved and the genital haemorrhage, menorrhagia, fatigue, headache, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding uti ,fatigue, headaches, nausea, vision problem. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: case become incident previously added injury nos was replaced with pelvic pain and new events: dysmenorrhea, abdominal pain, back pain, procedural pain, menorrhagia, general abnormal bleeding, uti, fatigue, headaches, nausea, vision problem, device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.